Event description:
It was reported that (1) lcsc5 was used during an unknown procedure. No add'l info was reported by the rep. Opened another device to complete the case. There was no consequence to pt.